Event description:
During an interventional procedure fluoroscopy unit's computer froze and had tobe rebooted. During this time the patient had to wait with an intervascular sheeth in patient's internal jugular veing for approximately 5 minutes while unit was rebooted. Patient was not harmed.